Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d4. Upon review, the primary UDI number has been updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During impella 5.5 support, a leak was observed at the purge sidearm. Moisture noted coming from purge side arm near console. Some drips noted to be dried on floor. No visible crack noted. Purge pressure and purge flow within normal limits. No action was taken in response to this observation. Patient support continued and the patient was weaned from impella support. No patient harm was reported.

Manufacturer narrative:
Corrected: d4 (serial & catalog). Fluid leak-sidearm: the cause of fluid leak cannot be determined since no product was returned and insufficient clinical details were provided.